Event description:
During a hip pinning procedure with cannulated screws, a drill bit broke off in the patient during insertion by surgeon. The drill bit broke into several pieces. A portion of the drill bit remains buried in deep soft tissue of the left hip.